Manufacturer narrative:
The report of the thermogard xp ivtm console (sn (B)(4)) shutting down due to a blown power fuse and not able to restart upon replacement of the power fuse was confirmed during onsite evaluation of the console. The console powered off due to a blown power fuse. The replacement power fuse was installed incorrectly, once correctly reinstalled the console powered on with no further issue. Upon correction, the console was further tested and met performance specifications. Review of the event log confirmed that the console shut down on (B)(6) 2017 and not on (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4). The thermogard console is a reusable device and was manufactured on 29 oct 2015.

Event description:
It was reported that the thermogard console (sn (B)(4)) shut down during patient use. According to the reporter, the console's power fuse blew due to a bad power outlet and the console shut down. It was further reported that replacement of the power fuse did not resolve the issue, the console did not power on. Following this, another thermogard console was used to complete the patient's ivtm therapy. The length of delay was not specified. No known patient consequence was reported.